Event description:
It was reported that the patient presented in clinic for a follow up. The right ventricular lead exhibited high capture threshold and reduced sensitivity. The lead was capped and replaced while undergoing an elective device replacement procedure on (B)(6) 2017. The patient was stable post procedure and was discharged that evening.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: product was explanted and not capped.

Event description:
It was reported that the lead was not capped, but explanted and replaced on (B)(6) 2017.